Manufacturer narrative:
Batch review performed on 09-jan-2023. Lot 136103: (B)(4) items manufactured and released on 26-mar-2014. Expiration date: 2019-feb-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 years and 1 month after the primary surgery, the patient came in reporting instability due to laxity. The surgeon revised the insert (10mm) with a thicker one (17mm) and the surgery was completed successfully.